Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a type ia endoleak. A non-medtronic stent graft had been previously implanted. It was reported that on the same day as the index procedure, a type ia endoleak was noted on duplex ultrasound. The endoleak was treated with 19 additional endoanchors and a non-medtronic stent. Per the investigator, the event is possibly procedure related. No clinical sequelae were reported, and the patient recovered with treatment.

Manufacturer narrative:
Additional information received for this case confirmed that the 19 endoanchors implanted during index procedure resolved the type ia endoleak occurred within the other manufacturer stent graft. It was reported that no further endoleaks were observed on the day of the index procedure. Duplex performed 4 days later confirmed resolution of endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a type ia endoleak on (B)(6) 2015. A non-medtronic (cordis incraft) stent graft had been previously implanted. It was reported that on the same day as the index procedure, a type ia endoleak was noted on duplex ultrasound. The endoleak was treated with 19 additional endoanchors and a non-medtronic (palmaz) stent. Per the investigator, the event is possibly procedure related. No clinical sequelae were reported and the patient recovered with treatment. On (B)(6) 2018 additional information was received for this case: it was confirmed from the follow up communication that the 19 endoanchors implanted on (B)(6) 2015 resolved the type ia endoleak and no further endoleaks were observed on the day of the index procedure. Duplex performed on (B)(6) 2015 confirmed resolution of endoleak. This file has now been updated as not a complaint.